Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number s0912, expiry date 05/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Effusion left knee joint (joint effusion). Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6), female, patient, initials (B)(6) and patient number (B)(4), with a relevant medical history of left gonarthrosis and synvisc treatment in 2004. The patient received the first injection of her most recent course of synvisc therapy into the knee on (B)(6) 2010. The synvisc batch number and lot number were 002333 and s0912, respectively. The patient received the last synvisc injection into the knee on (B)(6) 2010, after which the synvisc treatment was permanently discontinued. Starting on (B)(6) 2010, the patient experienced effusion of the left knee joint. A 40ml of serous fluid was aspirated. Laboratory analysis revealed: increased crp (c-reactive protein), increased esr (erythrocyte sedimentation rate), and normal leukocyte level. The patient was started "nsar" and antibiotics. By (B)(6) 2010, the patient was a "little better" but was admitted to the hospital for 3 arthroscopic procedures (lavage). The patient was discharged from in-patient treatment at the hospital on (B)(6) 2010. The physician assessed the intensity of the events as severe and probably related to synvisc. As of the date of receipt of this report, the patient outcome was not yet recovered. The qa (quality assurance) investigation results were received on (B)(6) 2010. The production and quality control documentation for lot number s0912, expiry date 05/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. See manufacturer's control numbers: (B)(4) for other adverse event(s) from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.